Manufacturer narrative:
Follow-up #2: date of submission 09/07/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 08/11/2016 with the following findings: during investigation, the transmitter was paired successfully with a test pump. During testing, blood glucose (bg) value was set to 120 mg/dl and the pump alarmed with ¿transmitter out of range¿ before two hours had elapsed. Investigation revealed a discharged transmitter battery failure.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 007) issue. It was reported that transmitter out of range alerts (cs 206) were displayed for more than three hours while the cgm was within range. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user to miss their blood glucose (bg) trending and fail to react to any potential bg excursions.